Manufacturer narrative:
The contribution of the devices to the experience report could not be determined as the devices were not returned for eval.

Event description:
Revision of equinoxe shoulder system due to infection. This event was reported through clinical data collection.